Manufacturer narrative:
(B)(4). Medwatch report number: mw5066382. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record (DHR) review could not be performed as the lot number reported was invalid and a potential lot number could not be obtained. The potential cause of the guide wire unraveling could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
Information received via medwatch. Report number: mw5066382. The customer alleges that when removing the wire from the neck vein to place catheter and small (0.018) wire from the set, it frayed. No adverse event reported.

Manufacturer narrative:
(B)(4). Report number: mw5066382.

Event description:
Information received via medwatch. Report number: mw5066382. The customer alleges that when removing the wire from the neck vein to place catheter and small (0.018) wire from the set, it frayed. No adverse event reported.